Manufacturer narrative:
Complainant city: (B)(4). Device is a combination product. (B)(4). Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent damage occurred. The 92% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. After dilation was performed several times using a 2.0 x 15mm non-bsc balloon catheter, a 2.50 x 38mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the proximal part of the stent strut was damaged due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 430mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The 92% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. After dilation was performed several times using a 2.0 x 15mm non-bsc balloon catheter, a 2.50 x 38mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the proximal part of the stent strut was damaged due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.